Event description:
A surgeon reported three cases of posterior capsule tears in one morning, all occurring in the same manner. The surgeon reported that posterior limit of the tips was very sharp, and that any contact with the posterior part of the capsular bag caused a cut in a vertical position. Of note, incision was temporal. The cuts in the posterior bag occurred at the end of the ultrasound portion of surgery. There was no impact on the posterior segment, and the anterior part of the capsular bag remained intact. The surgeon immediately noticed the incident, and managed it by cleaning the capsular bag and filling it with ophthalmic viscoelastic material. Then the intraocular lenses (iols) were implanted as initially planned, in the capsular bag without any difficulty. There was no post-operative pt impact. No pt identifiers were provided. The site has reported to the medical representative that no further information will be provided and no sample will be returned for evaluation.

Manufacturer narrative:
No lot numbers for the consumable items were identified with this complaint; therefore, a lot history review could not be conducted. All phaco tips are 100% inspected at the end of the manufacturing process by trained operators to ensure all visual quality requirements are present before release of a phaco tip. No sample was returned for evaluation. The root cause cannot be determined. (B)(4).